Event description:
During endoscopic surgery for removal of a ureter stone, the dr saw two small metallic appearing objects. When one was grasped it broke into pieces. The other object moved away, toward the kidney. No further retrieval attempts were made as the surgeon believes the small fragments will be eliminated spontaneously. No pt problems were reported. The user facility indicates the metallic objects may be from the ureteroscope.